Event description:
It is reported that the pt underwent an aspiration in (B)(6) 2011. On (B)(6) 2011, the pt underwent an additional aspiration due to infection and a PICC line was placed for continuous antibiotics. On (B)(6) 2011, the pt underwent the first stage of a 2 stage revision due to infection. The 2nd stage was performed on (B)(6) 2011.

Manufacturer narrative:
First stage revision notes were provided which note that the pt was diagnosed to have chronic infected right total hip. Cloudy purulent-appearing fluid was encountered upon entering the joint. The femoral component was noted as fairly loose. The joint was debrided thoroughly prior to prostalac component placement. High-dose antibiotic containing cement was utilized. Second-stage notes were provided which note that the infection had resolved; the rest of the procedure was unremarkable. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.